Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿.endovascular stent graft system was received. The patient experienced complications during dialysis due to thrombosis, requiring an in-stent angioplasty.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.